Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Log file analysis did not reveal any alarms for the 14 days leading up to the reported event date. On-site inspection revealed a small circumferential cut in the outer sheath near the driveline velour. As a result, the reported event was confirmed. A driveline sheath repair was out of scope and was not performed due to the proximity of the damage to the driveline exit site. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the cut to the outer sheath is abnormal flexing of the driveline near the driveline exit site. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Review of the manufacturing and sterility records confirmed that the associated driveline met all requirements prior to release. Log file analysis did not reveal any alarms for the 14 days leading up the reported event date. On-site inspection revealed a small circumferential cut in the outer sheath near the driveline velour. A driveline sheath repair was out of scope and was not performed due to the proximity of the damage to the driveline exit site. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the cut to the outer sheath is abnormal flexing of the driveline near the driveline exit site. The reported event may also be attributed to the patient's non-compliance with driveline exit site management. Per the instructions for use (IFU): the hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any heartware equipment. If service is required, they should contact their doctor, nurse or vad coordinator. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the patient presented to the clinic with a circumferential cut in the outer sheath near the driveline velour. The velour was protruding about 1/2 to 1 inch out of the driveline exit wound. The site stated that the patient has had trauma to the driveline. They also reported that there were signs of an infection at the driveline exit site, however, diagnostic testing was not performed and treatment was not provided. Wires were reportedly exposed and debris was noted inside the driveline. Controller log files were sent. Log files did not show "electrical fault" alarms or any other indication of driveline electrical integrity being compromised. Wires were found to be intact and working properly. On-site inspection by manufacturer clinical engineer revealed ¼ of an inch of velour protruding from exit site. A driveline sheath repair was out of scope and was not performed due to the proximity of the damage to the driveline exit site. The site subsequently applied rescue tape to the affected area and performed a thorough cleaning of the driveline exit site. The driveline remains damaged despite application of rescue tape. As per site, the patient has had a history of abusing prescription medications and has been re-educated several times about the importance of driveline care. It was unclear to the site how the damage to the outer sheath had occurred. It was further reported that the site will submit controller log files at each clinic visit and request that the integrity of the six wires be evaluated. Photos were provided of the reported damage.